Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator cellular adapter was super warm and hot to the touch. The cellular adapter was not functioning. A boston scientific company representative discussed with the patient advocate and opted to send a new cellular adapter. The communicator is still in service. A return label was sent. No adverse patient effects were reported.